Event description:
It was reported that during training and adjustment to the ilet, the user experienced multiple infusion set deployment issues and unintentionally removed infusion sets from the applicator, resulting in unusable sets and a risk of running out; customer support arranged replacement infusion sets via standard shipping and provided troubleshooting and education on correct deployment and connection. Symptoms included no reported adverse clinical effects. Outcomes included no reported alarms, no medical intervention, and no hospitalization. Investigation included customer interview and user education on proper infusion set insertion and connector attachment. Investigation of this case revealed use error related to infusion set deployment and connector attachment, with no device malfunction reported. It was concluded, based on similar reports, that the cause was user technique during insertion and handling.